Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number and catalog number: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: patient information was not provided; pending follow up with hospital d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. E4: medwatch # (B)(4). No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had presented with abdominal pain and was admitted for a driveline exit site infection. The patient had been placed on intravenous (IV) antibiotics and was undergoing IV diuresis. There was mild soft tissue thickening and adjacent fat stranding surrounding the driveline of the left ventricular assist device (lvad) as it coursed through the right anterior abdominal wall. It was likely infectious and inflammatory. There was no evidence of subcutaneous or intra-abdominal fluid collections. The patient was to complete the course of IV antibiotics and then be placed on long-term oral antibiotics to prevent reinfection. It was noted that the patient was on cardiac drugs which may have caused or contributed to the event.